Manufacturer narrative:
Initial evaluation of the implantable pulse generator (ipg), which was explanted and returned to the manufacturer, did not identify any functional or performance abnormalities. The investigation remains ongoing. If new or additional information is identified, a supplemental report will be submitted upon completion of the investigation.

Event description:
The patient reported recurrent discomfort when lying on her preferred side due to the implanted device pressing toward her throat, resulting in sleep discomfort. Although the patient demonstrated a 19-point improvement in fma scores, the patient and her spouse reported minimal noticeable change in her day-to-day functional abilities. Due to the ongoing sleep discomfort and perceived lack of functional benefit, the patient opted to have the device explanted.